Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced five infusion set cannula kinked event on (B)(6) 2024, respectively. The events occurred within 3 or more hours of insertion. The infusion sets had been used for a little more than 3 hours. The insertion sites for three infusion sets were on the abdomen, and for the remaining two sets, they were on the thigh. The blood glucose level was high at the time of the events; therefore, it was treated with a correction injection via pump. The patient replaced the infusion sets and successfully resumed insulin deliveries. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.